Event description:
The customer reported the system displayed an error then shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.